Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported levophed was infusing at 75ml/hr on (B)(6) 2024 when the patient began to decompensate. Upon clinician assessment the pump module was found to be "off". The pump was restarted and the patient stabilized. Through customer internal investigation it was found the channel had a channel disconnection as a result of a corroded right iui. Upstream pressure sensor reading was also not in range. Customer biomed replaced the right iui and pressure sensor on the fluid side. Unit passed all tests and was returned into service. This was reported to bd representatives during site visit. There was patient involvement however no patient harm.